Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred.

Event description:
Doctor described bleeding from seals post operatively after using voyant fine fusion. Additional information received via email from account manager, on wednesday, 26jun2019 in following up with your email, I tried to get more information but wasn¿t given much. I was not in the case when it happened and was only given very little information about it. The patient is ok now, but required an e.r. Visit to fix and repair the bleeding. The device was discarded after the case. The case was completed as normal, it was only notice after the case, in post op, that bleeding was occurring. I don¿t have any information about what was done in the ER, or what needed to be fixed. I have not been able to speak directly to the surgeon about this, but wanted to respond to your email. Intervention: required an e.r. Visit to fix and repair the bleeding. Patient status: the patient is ok now.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Doctor described bleeding from seals post operatively after using voyant fine fusion. Additional information received via email from account manager, on wednesday, 26jun2019: in following up with your email, I tried to get more information but wasn¿t given much. I was not in the case when it happened and was only given very little information about it. The patient is ok now, but required an e.r. Visit to fix and repair the bleeding. The device was discarded after the case. The case was completed as normal, it was only notice after the case, in post op, that bleeding was occurring. I don¿t have any information about what was done in the ER, or what needed to be fixed. I have not been able to speak directly to the surgeon about this, but wanted to respond to your email.